Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for label with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and label lift was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for label lift with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and label lift was observed. Further investigation has been initiated through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA#1064141 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified. H3 other text : see h.10

Event description:
It was reported that two bd vacutainer® sst¿ blood collection tubes experienced label lift off/partial peel off which was noted prior to use. The following information was provided by the initial reporter: the label of the tube came off.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd vacutainer® sst¿ blood collection tubes experienced label lift off/partial peel off which was noted prior to use. The following information was provided by the initial reporter: the label of the tube came off.